Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to be missing the cpc connector and the front washer.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. After the procedure was completed, it was noted that the drive coupler was broken. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.